Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm mega needle driver instrument was found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega needle driver instrument product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end and is part of the affected population documented in field action # isifa2024-09 grip cables. A representative image of a broken grip cab is attached to characterize the failure mode identified during failure analysis. The failure mode investigation for the affected population documented in pir2024-009, and corrective and preventive actions are detailed in capa1034101.